Event description:
It was reported that during a laparoscopic gastric bypass procedure, the surgeon had already fired the device several times creating the stomach pouch and the devices fired fine. The surgeon always opens two devices when performing this procedure. The first device was reloaded for the 4th or 5th time with a white reload and fired to create the small bowel anastomosis. When firing the device, the surgeon heard a loud crunch and then the force to fire was high. The device cut, but all the staples were malformed. The surgeon had to transect the entire anastomosis and recreate the entire small bowel anastomosis. The second device was reloaded and the same loud crunch was heard, but the device cut and stapled correctly. A third device was pulled due to the surgeon preference. The case was extended 40 minutes, but the case was completed with no pt consequence. The transecting and recreating of the small bowel anastomosis had no effect on the pt. Buttressing material was used. All three devices were discarded.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check mfg records for any related non-conformances.